Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5063091 / 5065455, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients condition had worsened and it was not due to inadequate stimulation. It was noted that the patient was non-compliant. The patient underwent an explant procedure. No device malfunction was suspected.